Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited bacteremia. Reportedly, the patient presented to the hospital with a painful pocket, swelling, and discomfort. The physician started with antibiotics, sent samples for blood culture and discharge the patient. Blood cultures came back positive for staphylococcus bacteremia. A revision was performed, and the ICD along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This ICD will not be returned for analysis.